Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 05aug2019. The manufacturer¿s international service technician confirmed the error code but could not duplicate the event. The manufacturer¿s international service technician replaced the data acquisition pcba to prevent a future problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the customer returned data acquisition (da) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician identified proximal pressure sensor auto zero failed (110a) error code - proximal pressure sensor auto zero failed in the diagnostic report. There was no patient involvement.